Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit helium tank showing empty when tank was reportedly full and a low gas alarm occurred, alarm was cleared and therapy was continued. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - h6(type of investigation, investigation findings, investigation conclusions). Additional point of contact :name - (B)(6) occupation - biomed technician. Fse could not duplicate the failure. However, a getinge field service engineer (fse) was dispatched to the customer's site to performed a schedule preventative maintenance (pm) and completed the pm with all calibrations, functional and safety checks to meet factory specifications. Unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.